Event description:
The pt's last dose of insulin was taken at 7:00pm on 4/11/2000. Around 2:00am on 4/12/2000, the pt experienced some kind of seizure. Pt's glucose was tested on the suspect device and the result was 179mg/dl. Pt's mother called the paramedics. Pt was transported the the ER, where pt's blood glucose was tested on the ER's unknown device with a result of 54mg/dl. Pt was treated with 20 units of glucagon.